Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support advised to calibrate the transducers on the tca and if the issue persists the gde (gas delivery engine) might be the cause. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator alarms high ppeak pressure and the volume drops then it will go back up and the would alarm again. At this time, there is no information regarding patient involvement associated with the reported event.